Event description:
Patient was revised to address infection. Osteolysis was observed intraoperatively.

Manufacturer narrative:
The field experience of no ventricular pacing was not reproduced in the laboratory. Testing on the automated test equipment found no anomalies and the device met all specifications. The lead connector bore was measured and found to be within specification. The cause of the anomaly was not conclusively determined, but it was believed that there was an issue with the lead/device connection.